Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope was having air and water flow issues from the flow system. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of the nozzle, air supply volume did not meet the standard value; due to wear of the zoom lever, water tightness was lost; the plastic distal end cover had a burn; the adhesive around the light guide lens and the objective lens was peeled with a white clouded area; the control unit was dirty due to water leakage; the adhesive around the objective lens was peeled; the water removal ability and supply did not meet the standard value due to a clogged nozzle; the adhesive on the distal sheath was chipped and cracked with a white clouded area; the up/down knob did not move smoothly; play was found on the up/down knob; the bending angle in the up direction did not meet the standard value; the connecting tube was wrinkled; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.